Manufacturer narrative:
MFR's comment: super poligrip is manufactured in (B)(4). The lot number of super poligrip (formulation unk) is not available, while the lot number for super poligrip original is available. However, it is unk whether the products will be returned for quality assurance testing. (B)(4).

Event description:
This case was reported by a consumer and described the occurrence of neuropathy in a (B)(6) male pt who received super poligrip (formulation unk) and super poligrip (formulation (B)(4)) cream for denture adhesion. A physician or other health care professional has not verified this report. On an unk date, the pt started super poligrip (dental). At an unk time after starting super poligrip, the pt experienced neuropathy, bladder resection, leg pain, muscle pain, painful to walk, zinc poisoning, tingling sensation arm and leg, difficulty breathing, numbness, unsteady gait and altered thought patterns. This case was assessed as medically serious by gsk. Treatment with super poligrip was discontinued. At the time of reporting, the events were unresolved.